Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported there were concerns the implantable pulse generator, pacemaker battery was depleting faster than expected. The remaining battery projection had fallen by two months in just one month. As the patient had complete heart block a remaining longevity estimate was requested. Boston scientific technical services (ts) recommended device replacement within 90 days. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
This report contains updates from additional information received. This includes the impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated. The product has not been returned to boston scientific for analysis. As a result, product record review did not identify a quality issue or new patient harm. Due to the lack of objective evidence, the allegation could not be confirmed.

Event description:
It was reported there were concerns the implantable pulse generator, pacemaker battery was depleting faster than expected. The remaining battery projection had fallen by two months in just one month. As the patient had complete heart block a remaining longevity estimate was requested. Boston scientific technical services (ts) recommended device replacement within 90 days. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects reported.